Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-10483, 2017865-2020-10485, 2017865-2020-10486. It was reported it was observed the implantable cardioverter defibrillator had eroded through the skin and an infection was present. The system was explanted. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.